Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This event occurred during use with patient involvement. The minicap transfer set was replaced with a new one to continue therapy. The titanium adapter still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided the device was received for evaluation. A visual inspection was performed with the naked eye and noted damaged tubing at the occluder feet. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak through the closed sleeve was identified during leak testing and clamp function testing. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.